Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok label content was missing. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. (B)(6) has received a well-deserved promotion and I am replacing her as inventory manager for our lab products that we stock. I also manage the (B)(6). Having said that, I found some syringes that I do not see expiration dates on and was hoping you could assist me in verifying their expiration date. I believe the lot number is 4209563. They also have cav 18, cav 14 or cav 11 printed next to that number. There is a bar code of (B)(4) on one of the syringes as well. Is there a way I could look these up myself so that I don¿t have to bother you in the future? Thank you for your assistance. Additional information provided: 1. Can you please provide an exact date of event in format mm-dd-yyyy? Found undated syringes on about 11/1/2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patients were harmed. These items are in our contingency inventory in the event of pandemic or natural disaster. 3. Please share the captured photo of the event if available. Sending samples.

Event description:
No additional information.

Manufacturer narrative:
Five samples of a 5ml luer-lok syringes (p/n - 309646) batch 4209563 were received and evaluated. All samples were received in sealed packages with the batch number printed on the peel tab. No defects were observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the batch number # and the packaging graphics the syringe was manufactured in 2014. This batch was manufactured prior to the requirements that mandated marking individual packaging with expiration date. This batch was manufactured correctly per product design at the time. Therefore, no corrective action is required at this time. Batch 4209563 is considered in compliance with our product specification requirements. Based upon current requirements this product has been expired since july 2019. It is recommended that product from this batch not be used. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.